Event description:
It was reported that this communicator was showing flashing lights. Patient has noted that the power cord has burnt out where it connects to the wall. The communicator was disconnected. Boston scientific technical services (ts) informed patient a replacement communicator will be sent. No adverse patient effects were reported.